Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.